Manufacturer narrative:
The device was returned intact and functional with some bubbles observed in the gel; the device weighed 1.0g over specification.

Event description:
Left-side suspected rupture.